Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported high blood glucose, headaches and stomach pains (B)(6) 2015 - (B)(6) 2015 and reported insulin history is as follows: (B)(6). She noticed the cannula was out of the site.